Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are having a hard time charging the implanted neurostimulator. Patient stated they have the recharger on the dock and the handset is fully charged but they cannot get it to connect to the stimulator in their back. Patient mentioned they have an soon. Patient had a system error x45a19b8v appear prior to resetting the handset. During the call patient service walked patient through resetting the recharging device. Pt then had the message recharger battery low. Pt will charge the recharger and call back in if needed. Pt called back and mentioned they have been having some issues getting the recharger to connect to their ins. Pt said they had charged the recharger and the handset, but could not get recharger to connect to charge ins. During the call, pt turned on recharger and the recharger made error tone over and over again. Agent had pt enter recharger app and app said recharger battery was low. Pt reset the recharger and then placed recharger on dock and recharger was charging. Recharger battery showed one green blinking bar. Agent suggested pt charge the recharger and then call back for troubleshooting. Patient called back and had 2 flashing lights on the recharger. Patient charged the implant and they got a recharger low battery message. Patient restarted the recharger. The error message was cleared and the recharger battery was at 40%. Patient mentioned it was a 'pain in the ass' to charge the implant because the implant was put in really deep. Patient tried to turn their therapy on but couldn't then they got an 'unable to' message then a searching for device message. Patient got 0/0/0 on recovery mode. Agent reviewed information and patient got numbers ranging from 0.5 to 6. Agent redirected patient to their healthcare provider (hcp) to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.